Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that an intraocular lens (iol) handpiece injector cracked the iol cartridge during a cataract with iol procedure. The patient experienced an enlarged wound opening and wound leakage. Additional information has been requested but has not been received.

Manufacturer narrative:
The company service representative examined the intraocular lens (iol) injector and found the tip was bent. The iol injector will be replaced. The iol injector was manufactured on june 2, 2014. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. A review of complaints for the last 24 months did not indicate any additional related reports for this iol injector serial number. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The reported event was replicated; however, what caused the plunger to bend upon contact with the cartridge remains inconclusive. Per the iol injector directions for use (dfu), during the pre-load function, the plunger should make initial contact with the cartridge at the ramp. Whether or not this was the issue the site experienced remains inconclusive. Another option of what caused the bend could be failure to follow the dfu on cartridge installation to the nosecone of the iol injector. The dfu is provided to the customer. The root cause of the reported event cannot be determined conclusively. (B)(4).